Event description:
It was reported that (1) device was used during a coronary artery bypass graft. It was reported by the affiliate that the h2tuv, after 10 seconds had no function. A dh145 was used with the device. Another h2tuv instrument was used to complete the case. There was no consequence to the pt.